Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited an unexpected decrease in battery longevity. This device was implanted on (B)(6) 2020 and a recent transmission from the remote monitoring system showed that the estimated remaining battery longevity was six and a half years, which was less than expected. Device data was preserved and provided to boston scientific technical services for review. Analysis of this data confirmed that this device was operating as expected based on the programmed parameters. Technical services (ts) provided device reprogramming recommendations. It was indicated through a follow-up from the field representative that the minute ventilation and sam features were programmed off. In addition, the atrial and ventricular lead outputs were decreased to 2 volts at 0.3 milliseconds (ms). This reprogramming was confirmed to have resolved the longevity issue. The estimated remaining battery longevity had increased to 10 years. No adverse patient effects were reported. This device remains implanted and in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.